Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
(B)(4). The dealer reported that the unspecified mechanical wheelchair universal rear anti tipper was broken during tightening of the nut and bolt, as the head of the bolt broke off. There was no patient injury reported.